Event description:
A nurse reported that during a procedure, a knife was noted to have an inappropriate cutting edge. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to the reported product issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).